Manufacturer narrative:
UDI#: (B)(4). The event was confirmed with product received. Upon visual inspection the head has some scuffing on the outer radius. The liner is impacted into the cup and cannot be removed. The wall of the liner had fractured into a separate piece that was also returned and the visible scallops show damage. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: ep-105790 epoly 36mm +5 rglc lnr hw sz23 z23 lot#: ni, catalog#: ni ringloc cup 58mm finned lot#: 450080. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00404.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation and fracture of the liner. Attempts have been made and additional information on the reported event is unavailable at this time.